Manufacturer narrative:
As of the date of closure for this complaint, there have been no samples or visual evidence returned for evaluation. Without such evidence, determining root cause is not possible.

Event description:
Introducer was ruptured in the catheter body.